Event description:
It was reported that resistance was experienced when filling the cartridge with insulin. The issue was resolved by performing a cartridge. Additionally, it was reported that intermittent occlusion alarms occurred. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. A correction bolus via the pump was delivered to address bg. Customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.